Event description:
New information received states that irregularity at the distal end of the lv lead was observed. No intervention has been done as the lead remains implanted. There were no adverse events and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure, the guidewire got stuck in the lv lead. The physician elected to cut the wire and leave it in the lv lead. The patient was stable and there was no consequence.